Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis; however, the alarms were not reproduced during testing. The returned system controller was functionally tested and found to operate as intended during analysis. The system controller operated a mock loop for an extended period during testing and no issues or atypical alarms active. During testing, multiple load tests were performed and the backup battery passed each time without any issues. Data from the downloaded and submitted system controller event log files spanned approximately 5 days (18:20:21 on (B)(6) 2025 to 17:07:13 on (B)(6) 2025 per timestamp). From 14:45:22 on (B)(6) 2025 until the system controller was shutdown at 17:07:13 on (B)(6) 2025 after being exchanged, a backup battery fault alarm was active due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. This alarm briefly cleared from 14:59:17-14:59:20 on (B)(6) 2025 as the system controller performed another load test; however, the alarm reactivated as the backup battery did not pass again. The driveline was disconnected from the system controller at 17:06:25 on (B)(6) 2025 to exchange the controller. The pump maintained a speed within the expected range while the driveline was connected. The root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been initiated to further investigate backup battery fault alarms on the system controller. The investigation also noted power cable damage with an external cut. The relevant sections of the device history records the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Heartmate 3 lvas instructions for use section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ addresses the system controller¿s specification, including ¿ but not limited to- system controller self testing and system backup power. Heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a backup battery (ebb) fault alarm on (B)(6) 2025. The green light was still illuminating. The patient was in clinic and asymptomatic. Log files were submitted for review and confirmed ebb faults due to the ebb failing the periodic internal load test. The system controller was exchanged. It was noted that the clinic was aware of the patient sleeping on batteries despite several education sessions and reminders. The system controller exchange resolved the ebb faults, and the patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.